Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 386 mg/dl. Customer's blood glucose value was 419 mg/dl at the time of the call. The customer stated that his blood glucose kept going up, so he changed the infusion set. Customer did not have any related symptoms at the moment. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis. The customer's wife decided to wait out the high blood glucose incident and refused to troubleshoot for the high blood glucose.